Manufacturer narrative:
Evaluation: the suspect devices was returned and evaluated. The blood glucose monitor was found to have a broken battery cap. This physical damage resulted in the device failing to operate, that is to say the device would give no readings as it was not getting power. This failure mode could not give false readings as the reporter alleged, it would simply give no readings. When an undamaged battery cap was used the device was found to work as specified and would give accurate reading. The pump was then evaluated. Delivery and accuracy tests were performed, the pump was found to pass all delivery and accuracy tests. No operational or functional failure was detected with the pump and the pump was within specification.

Event description:
It was reported by a customer complaint that the patient was hospitalized on 03/06/07 due to low blood sugar. The reporter stated that at 9:30pm, in 2007, the insulin infusion pump with blood glucose monitor had given readings of over 500 and they reported giving corrections based on that. Ninety minutes later her blood glucose was reported to be 482mg/dl they again gave a correction bolus. At 02:34am, hey tested and corrected based on a blood glucose of 500. At 07:50am her blood glucose was 330 and another correction was given. Reportedly the patient was hospitalized at 11:10pm, due to hypoglycemia. Upon admission her blood sugar was 33. The reporter believes that the glucose monitor is not giving accurate readings. The reporter will send back the monitor and the pump for system evaluation.